Manufacturer narrative:
The customer's concerns of medication validation issues could not be confirmed. This file was opened to document the issue that was reported. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided. No review of device service history record and production failure record could be performed since no product was provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the medication infusing needed to be validated hourly. One hour it would validate and another time it would not. There was no patient harm. No additional information provided.